Manufacturer narrative:
H6-investigation at user facility has shown that the device was tampered with prior to event. The spatula was bent and therefore loose at the time it was used. H6-previous code under results as 999 is incorrect.

Event description:
Pt ingested spatula tip from handpiece. The tip became dislodged during surgery when the pt moved their head unexpectedly. The pt was relocated to a hospital to have the tip removed.